Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing (nsrvo) due to noise on the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was stable.